Event description:
It was reported that during an ablation procedure with an intellanav mifi oi catheter, a high temperature message was observed on the maestro generator and the ablation was stopped. The catheter was removed and there was not enough irrigation coming from the catheter ports. A pinhole on the irrigation side port of the catheter was spraying fluid. The catheter was replaced and the procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with an intellanav mifi oi catheter, a high temperature message was observed on the maestro generator and the ablation was stopped. The catheter was removed and there was not enough irrigation coming from the catheter ports. A pinhole on the irrigation side port of the catheter was spraying fluid. The catheter was replaced, and the procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis. Additional information received on (B)(6), 2022 indicated that irrigation was not interrupted or stopped during the procedure and the flow rate was 2ml/min drip always on, up to 30ml/min at high power.

Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observations. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.